Manufacturer narrative:
Continuation of d10: lead model, lot number, and implant year were provided: product ID 3487a-33 lot# b0848000k implanted: (B)(6) 2008 [year valid], explanted: unknown, product type lead d4/d6a: the patient's original implant serial number and implant year (year valid) were provided medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) providing details about the patient's devices (implant dates, serial and model numbers). The rep stated the cause of the high impedances was not determined; in order to resolve it they attempted reprogramming following advice from technical services. They noted reprogramming did not resolve the issue, so a surgery will be planned for revision of the system.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID 64001, lot# 0229514592, ubd: 2028-07-09, UDI#: (B)(4), explanted: (B)(6) 2024, product type adapter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a rep. It was reported that the surgery took place on (B)(6) 2024. The adapter was replaced. A session report was provided which showed impedance results as follows: 2793 ohms for pair 0 and 1, 4433 ohms for pair 0 and 2, 6868 ohms for pair 0 and 3, 2157 for pair 1 and 2, 3582 for pair 1 and 3, and 2188 ohms for pair 2 and 3.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: UDI#: the patient's current implant information is as follows: product ID 977006 lot# serial#(B)(6): product type implantable neurostimulator. G2. Foreign: fr medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient had their implant replaced with a new implant battery plus adapter on a quad electrode, and afterwards they no longer feel any paresthesia/therapy and the pain sensation is back. It was reported their current impedance readings of the 4 contacts is normal, and they have tried multiple settings, but none of the contacts produce paresthesia even at amplitudes of 25ma (pw 300). The control x-rays do not show any electrode displacement. When working with technical services, the manufacturer representative (rep) noted the previous implant had monopolar stimulation on electrode 2 with a pulse width of 300s, frequency of 85 hz, and amplitude of 1.1 volts. They noted impedances were 2500 for contact 1 and 2, 4300 for contact 3, and 770 for contact 1, however an impedance test was not provided for the previous implant. They felt paresthesia throughout the entire right lower limb and a bit on the left with the previous implant. The rep then provided images of a current session report on (B)(6) 2024 with their newer implant which shows current impedance measurements ranging from ~3,000 to ~7,000 ohms. Technical services provided multiple speculative causes of the impedance issues, and suggested the healthcare provider (hcp) could consider a revision of the system, to see if the proximal end of the pocket adaptor is fully inserted in the battery slot, or revise one of the system components (adaptor/lead).